Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal failed to stop ablation. A maestro foot switch was selected for a supraventricular tachycardia procedure. During ablation it was reported that the generator was still ablating after the footpedal had been released. Ablation continued for a further 5 ¿ 10 seconds but was immediately recognized by the physician. The ablation was haltered by disconnecting power to the generator. No patient complications occurred as a result of this issue and the patients condition is stable.

Event description:
It was reported that the foot pedal failed to stop ablation. A maestro foot switch was selected for a supraventricular tachycardia procedure. During ablation it was reported that the generator was still ablating after the footpedal had been released. Ablation continued for a further 5 to 10 seconds but was immediately recognized by the physician. The ablation was haltered by disconnecting power to the generator. No patient complications occurred as a result of this issue and the patients condition is stable. Device evaluated by manufacturer - the foot guard was in overall good physical condition. The foot guard was missing 3 rubber feet. Strain relief guard over cord was in good physical shape. A few small chips to the paint of metal guard was found. No damage to cords insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal strain reliefs. No issues observed. There were no issues with the foot switch.